Event description:
It was reported that the right ventricular (rv) lead had an apparent pace/sense conductor fracture with oversensing. The lead was turned off and replaced. It was further reported that during the lead revision procedure the replacement lead had apparent noise on the bipolar signal. Lead to lead interaction was suspected and the physician decided to remove the lead and implant a new lead. Once the new lead was placed there was less oversensing but it was still occasionally apparent. The physician then decided to also remove this lead and replace it with a competitor lead, and to place the competitor lead in a lower location; the case then proceeded without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 15 non-sustained tachycardia and 1 ventricular fibrillation (vf) episodes were recorded on (B)(6) 2013. In addition, 2707 of the 2710 lifetime ventricular sic occurred since (B)(6) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013. The max rv pace impedance rose from an approximate baseline of 575 ohms to greater than 2400 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154vrc implantable cardioverter defibrillator implanted: 2007-(B)(6). (B)(4).